Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump display intermittently had pixels missing which caused difficulty reading the pump display. The customer provided a blood glucose level of 355 mg/dl. Reportedly, customer had manual injections available for alternate insulin therapy.